Event description:
During the implantation procedure, the physician observed normal operation in unipolar configuration after the lead was connected. Then, he tried to program to bipolar configuration; however, the programming failed with a warning message indicating the lead was unipolar. Later on the same day, programming to bipolar configuration was attempted using temporary mode: packing failure was observed while the pacemaker was manipulated in its pocket. The pacemaker was left in unipolar configuration for safety reasons.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.